Manufacturer narrative:
Concomitant medical products: w1dr01 pacemaker implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited numerous short v-v intervals, low pacing impedance, high thresholds, and oversensing with noise resulting in bradycardia. One week later, the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.